Manufacturer narrative:
Unknown ¿ breakage occurred approximately twelve (12) weeks prior to the revision procedure. (B)(6). Manufacturing investigation evaluation: the returned plate shows breakage on the second hole (shaft). Hole a and c have strong damages. The plate itself has deformations, scratches, and added material on the upper and under site of the plate. A device history record review was performed for the affected lot. A non-conformance report (ncr) was opened, but is not relevant for the current complaint. The content of the ncr was a rework. The rework included only unpack, check, and repack. The checked characteristics met the specifications. No other abnormalities or deviations were detected that could lead to the complaint failure. All measurable dimensions without damages, which are relevant for the function of the product, were measured and shown to have fulfilled the specifications. Based on this information, the complaint is rated as confirmed, but not valid from manufacturing point of view. No manufacturing related issue was identified and/or confirmed. Body movement, or/and exceeding force, could have led to this overload that finally ended in the plate breakage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that two (2) screws broke at the screw heads.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported that the subject device would be returned for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received as of the submission date of this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that a patient with supracondylar femur fracture underwent revision surgery on (B)(6), 2015 due to postoperative breakage of the locking compression plate (lcp). The original date of implant is unknown. It was reported that the patient complained pain on (B)(6), 2015. When surgeon had inspected accordingly, the breakage of reported plate was detected. During the revision surgery the surgeon performed the following: removed the reported lcp and associated screws; repositioned the fractured area; transplanted the illum and; placed a new implant (distal femur to lateral femur and narrow plate to medial part. Currently the patient is under observation and being treated with teriparatide and an ultrasound device. The patient has also been advised to prevent any loading on the fractured area for a period of time (duration of treatment and absence of weight bearing activity unknown). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): a device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. Synthes manufacturer was identified upon receipt of device and lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.